Event description:
Pt reported that back to back tests performed on the surestep meter (timing unknown) were 168, 98 and 140 mg/dl (52% difference). No symptoms were reported. Unable to reach pt on follow-up to verify/get add'l info. Letter sent to pt requesting pt to contact lfs. There was no allegation of harm.